Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose in the 200-300 mg/dl range due to bent infusion cannulas. Normal blood glucose is 120-150 mg/dl. Pt delivered boluses to treat hyperglycemia, and he had to use more insulin than normal to get his blood glucose to decrease. This occurred intermittently since he stated 1 day, he would change the infusion headset. There were no issues with the preparation, insertion, or removal of the infusion sets. There was insulin leakage at the infusion site if the cannula did not fully insert. Pt also reported, the infusion tubing would detach easily from the headset. Insertion device was used to insert the headsets, and pt typically noticed the issues immediately following insertion. No product was requested for eval as it was damaged in a flood. Product was replaced. The pt did not require assistance from a health care professional or second party to address the issue.